Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. Console logs from the reported day of event are consistent with complaint and show controller error alarm (#1039, due to defective optical sensor lamp), preceded by optical bench detecting ¿bad_lamp¿ condition due to out-of-spec ¿5s¿ parameters. Optical bench resets do not resolve the issue, neither did power-cycling of the console. Console ic2933 was tested in danvers and issue was reproduced. It¿s been observed that values of light parameter of 0.65v to 0.7v (voltage at ccd detector in optical bench) were below required 2.6v, but still higher than ¿dark current¿ noise that usually produces up to 0.5v, suggesting that there was some remaining light at the ccd and the lamp was not defective. Inspection of the optical pump connector fiber revealed contamination of fiber facet, which resulted in reduced internal reflection of light which upon illuminating the ccd produced insufficient voltage. After cleaning the optical fiber, issue was resolved, and ¿5s¿ parameters were within specification.

Event description:
The complaint reported an automated impella controller (aic) was being used for training with the team and abiomed representative when there was a yellow controller alarm. The aic was troubleshooted by turning off and on. The alarm remained. The aic was therefore removed. No patient was involved.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.